Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the removal of a dental implant 4 years and 3 months after its installatiom in patient's mouth, due to its fracture. A 60 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type ii.